Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. The failure analysis investigations confirmed the reported complaint. The instrument was found to have a broken grip at the grip base. Failure analysis found the primary failure of a broken grip to be related to the customer reported complaint. A piece approximately 0.69" x 0.20" was found to be broken off the wrist assembly. The broken piece was not returned. The root cause is attributed to mishandling/misuse, such as excess force applied to the instrument jaws. Additional observation not reported was that the molded insulator of the grip tip was missing. A piece approximately 0.65" x 0.20" was found to be broken off the wrist assembly. The broken piece was not returned. The root cause is attributed to the mishandling/misuse, such as excess force applied to the instrument jaws. Failure analysis found the additional failure of a broken molded insulator to be related to the customer reported complaint. No image or video clip for the reported event was available for review. A review of the device logs for the force bipolar instrument (part# 471405-06/ lot# k10210927-0104) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 on system (B)(4) for a myomectomy procedure. There were 3 uses remaining after this last usage and this last usage of the device was before the reported event date. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the force bipolar instrument that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci assisted surgical procedure, the force bipolar instrument had half of the grasper snapped off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: the da vinci coordinator responded that the information he received was that the da vinci system used was (B)(4) for surgery either colon surgery or rectopexy procedure. The issue was discovered after putting the instrument in the patient. The instrument never worked properly. According to the registered nurse first assistant (rnfa), the piece did not break off using the instrument. The da vinci coordinator mentioned that the instrument just never worked and maybe it broke off after taking it out of the patient. The instrument was never used on the patient. The instrument was replaced immediately with another instrument. The da vinci coordinator mentioned on the next follow up that the broken instrument piece was never found. The wrist was straightened on removal and there was no procedure delay. No fragment fell in the patient. The customer could not find the broken piece in the hospital and do not have any further information.